Event description:
It was reported that during a laparoscopic colectomy, the white pad completely fell off the device into the patient. The pad was retrieved. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.